Event description:
It was reported on (B)(6) 2015 that a drill bit was broken during a sign im nail implant surgery to repair a fractured left femur. The implant surgery was completed successfully and there were no further issues.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken drill bit is undetermined. The clinical data was reviewed by a sign orthopedic surgeon. The broken drill bit was left in place. There was no reported injury to the patient due to this event. The implant surgery was completed with no further issues. The broken drill bit presents no risk of injury or death for this patient. Sign fracture care international will continue to monitor these events as part of our post market activities.